Event description:
Use was in the standing position, when the chair tipped forward allegedly bruising his knees. He stated that he was not wearing the seat belt or chest harness when the accident occurred. He was wearing his knee bolster.